Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the ECG electrodes a and b. The cause of the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.